Event description:
It was reported that during a routine follow-up two programmers were unable to interrogate the device. Device therapies were switched off, not an urgent issue. Interrogating the device in the future and performing a manual download via merlin was advice. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.